Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, one (1) unit exhibited blood leaking from the tubing connection. No adverse impact was reported regarding the patient or user.